Manufacturer narrative:
(B)(4). The device will not be returned for evaluation.

Event description:
It was reported on (B)(6) old female patient with idiopathic scoliosis undergoing instrumentated posterior spinal fusion of t2 to l3 and for the procedure had a central line inserted into her right internal jugular vein. A chest x-ray was performed and the clinician in radiology felt there was increased radiopacity in the area of the catheter tip. This was interpreted as possible retained guide wire. A second x-ray was performed on this patient to verify there was no guide wire present. There was no delay in treatment and no patient death or complications reported.